Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. The lead was returned severed 155 mm from is-1 pin and middle segment 200 mm in length, both ends severed. Setscrew marks were noted on all terminals indicating the lead was properly seated in the header of the associated device. A 3-millimeter separation between the terminal end insulation and the anode ring was observed. This damage is consistent with a compromised medical adhesive bond between the insulation and the anode ring. (B)(4).

Event description:
Boston scientific received information that this right ventricular (rv) lead had physical damaged on terminal end. This rv lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
Additional information received that the lead was capped, not explanted, due to physical damage to the lead which means the lead was left in place and small plastic cap was applied to the terminal end. This rv lead was surgically abandoned. No additional adverse patient effects were reported.